Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 2:44 pm she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: the pod was deactivated and she noticed there was no cannula sticking out of the pod. The pink slide insert was not in the window.